Event description:
Related manufacturer reference number: 3006705815-2022-17667. It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. Additional troubleshooting is pending. Patient has two generators implanted. It is unknown which of the 2 ipgs has the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-17558 should not have been reported as a medical device report (MDR) after additional information received indicated there is no allegation on the ipg and is functional and thus no longer reportable.

Event description:
Additional information received indicates there's no malfunction of this ipg and thus no longer reportable.